Manufacturer narrative:
Device evaluated, visual inspection performed and found top case left corner cracked. Primary audible alarm background test was found in the event history log. The reported issue cannot be duplicated. No problem was found. Adc (analog-to-digital converter) counts were within specification. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a primary audible alarm failure. No patient injury reported.